Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined. No additional event or patient information is available.